Event description:
The customer reported that the system was locking up and rebooting on its own. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable and power distribution board were replaced. The sys was then found to be operating as intended.